Event description:
The event was first detected via home monitoring with an alert that the device recorded 3 vf events due to noise on the rv lead. Therapy delivery was aborted after spontaneous termination of the noise. Measurements via hm and at the regular follow-up were intact. Due to the alert, the patient was invited for a follow-up on (B)(6) 2015. During this follow up, noise recorded on the rv lead was confirmed. All other parameters were within normal range. Today, (B)(6) 2015, we received a new alert from (B)(6) which stated that rv pacing impedance was below 200 ohms. The patient will be scheduled for a lead replacement at a later date. There are no adverse patient side effects reported. Should additional information become available, this event will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.